Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had received power error alarm. The customer¿s blood glucose was unknown at the time of the incident. Troubleshooting was performed for power error. Customer states she performed self test and it did passed. Advised to monitor the pump. The insulin pump will not be returned for analysis.